Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced sensor calibration issues. Blood glucose level was 30 mg/dl at the time of the incident and has treated. Customer was assisted with troubleshooting calibration practices. The insulin pump was not returned for analysis.